Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled tubing with 2 units of insulin but did not believe the insulin went through. Due to this issue, the customer changed the infusion set and dispensed 2 more units of insulin. The customer reported having 4 units of insulin on board; however, the customer believed this was inaccurate and that only 2 units of insulin were on board. There was no information provided regarding the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.